Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention. Reportedly, the proglide device was prepared following the instructions for use by an experienced user; however, no good marker flow was visible. The proglide device was retrieved from the patient anatomy and the marker lumen was flushed again; however, the same problem with poor flow from the marker lumen was observed. A new proglide device was used and a clear and brisk blood marker was obtained. Hemostasis was successfully achieved with the new proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported poor flow from the marker lumen was not confirmed. The investigation was unable to determine a conclusive cause for the reported poor flow from the marker lumen; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.